Event description:
Blood glucose device read 97 mg/dl and took insulin then woke up later with the emergency medical technician (emt) meter that measured 27 mg/dl 2 hours later. It was reported emts treated customer with glucose, type not provided. A request was made for the return of the suspect device and replacement product was sent.